Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While removing the pigtail catheter and inserting the wds, the physician noted that the laa had been perforated. The patient had open-heart surgery, and a surgical clip was used to repair the perforation. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.

Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While removing the pigtail catheter and inserting the wds, the physician noted that the laa had been perforated. The patient had open-heart surgery, and a surgical clip was used to repair the perforation. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the physician performed a pericardiocentesis draining 750ml of blood from the patient. The patient was sent to the intensive care unit where a transthoracic echocardiogram was performed. The imaging showed the bleeding had continued and the patient required surgery. The patient is doing well following these events and has since been discharged from the hospital.